Manufacturer narrative:
Ps344517. Method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare in (B)(6). Our investigation is thus based on the information provided by the customer. Results: the customer reported that three cracks were found on the chamber dome after 19 days of use. Conclusion: we are unable to conclusively determine what have caused the cracks on the complaint chamber. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humificiation chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarm." "Perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher & paykel healthcare field representative that a mr290v vented autofeed humidification chamber was found to have three vertical cracks during use after using the chamber for 19 days. There was no reported patient consequence.